Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the customer that during the use in a lap cholecystectomy procedure, the 5mm trocar sleeve broke off in the patient's abdominal wall. Customer stated that, it was a clean split of 2 pieces and both pieces were found to complete the trocar. Customer stated no patient consequences have been reported.